Event description:
A report was received that a patient underwent a pocket revision on (B) (6) 2010 due to pocket discomfort. The pocket was moved to a more comfortable location and the patient was reportedly doing well.

Manufacturer narrative:
This is the final report.